Event description:
Rn responded to the alaris pump alarming "channel malfunction". Upon examining the alaris primary tubing, rn found a large, palpable mass in the tubing at the insertion site of the tubing into the alaris pump. The tubing was disconnected from the patient, and changed for a new primary tube; charge nurse, rn called to bedside and made aware. The tubing was saved by this rn and given to materials management.